Manufacturer narrative:
H 11: complaints database system review showed that the same issue occurred a few months before the present case since unit installation in 2015. Based on the gathered evidence, and taking into account the review of similar events, the most likely root cause of the reported issue was identified in a mechanical jamming of the stirring mechanism due to bearings damaged. In this regard, it cannot be excluded that action of disinfectants during disinfection procedures and environmental conditions such as high temperatures, humidity, condensation in the stationary phase may have contributed to the failure of the motor. No other specific action was currently deemed necessary. Livanova maintains and documents periodic customer events monitoring process in order to evaluate actions for products improvement.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message (e07 code) associated to a stirring mechanism blocked or too slow, during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Seized patient stirrer motor was the cause for the e07 error message code. In order to solve the issue, stirrer motor and pump were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.